Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, tmicl13.2, -16.0/4.0/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, this resolved the problem. Cause of the event is reported as unknown, original lens too large, smaller replaced lens rotated. MFR # 2023826-2021-00652. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -16.00/4.0/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Diplopia and astigmatism was observed, with possible rotation. The lens remains implanted. Per the reporter on (B)(6) 2021, lens rotation is planned. Will provide further information once a resolution is reached. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.